Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-01094.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2020-01094. It was reported the patient¿s lead site showed signs of infection as yellow pus was visible at the lead site while the patient was still undergoing the scs trial. To address the issue, the physician explanted the leads. Further information was requested but not received.